Event description:
It was reported that the customer went to the emergency room due to experiencing a high blood glucose (bg) level over 500 mg/dl and vomiting. The cause of the high bg was unknown. Additional information was not provided. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.